Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken inserter tips. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Event description:
It was reported that during a labral stabilization - bankart surgery the anchor broke off inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.